Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported sporadic listen error. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device and found that a defect on the mainboard caused the malfunction of the speaker and damaged it. The brt replaced the mainboard and speaker to resolve the issue. The device was operational after repairs were completed. The device remains at customer site.